Event description:
It was reported that insulin pump displayed malfunction alarm code after no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions on how to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and to call back if malfunction returned.